Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was defective. This was discovered during use. The following information was provided by the initial reporter: material no. 383323, batch no. 7301737. It was reported the catheter is defective. "Small cut in line undetectable until placement."

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was defective. This was discovered during use. The following information was provided by the initial reporter: material no. 383323 batch no. 7301737. It was reported the catheter is defective. "Small cut in line undetectable until placement."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7301737. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.